Event description:
International customer reported that a patient presented with an infected wound approximately 14 days following a spinal surgical procedure. The patient was returned to surgery for wound cleansing and to resuture. The surgeon reports observing that the suture was loosened/broken. No further information was provided.

Manufacturer narrative:
Result: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the requirements. Conclusion - no failure detected and the product exceeds tensile strength requirements.